Event description:
It was reported that the hcp had "much difficulty" refilling the pump approx a month ago when they expected approx 10 ml; only able to aspirate approx 1 ml from the pump reservoir. The hcp also had trouble getting any drug to go into the pump, so she stopped after approx 5 ml and aspirated. The hcp was only able to aspirate approx 1 ml. She continued to try to push and after "a very long time" she was only able to get approx 30 ml instilled. The hcp "stopped trying after that only because her arm was tired from pushing so hard". It was also reported that the pt experienced withdrawal several days prior to the report. The reporter indicated that the pt was given oral baclofen and valium. The treatment helped initially; the last day the pt began to experience unspecified symptoms "consistent with overdose". The overdose symptoms were not believed to be consistent with the doses she was being given. Additional info has been requested, a follow-up report will be sent if additional info becomes available.